Event description:
Customer raised query ((B)(4)) regarding potential false positive results obtained using leica estrogen receptor clone ((B)(4)). Discordant results were reported on a retrospective validation cohort when compared with staining results obtained with competitor ER antibody. The same staining pattern was subsequently observed in pt samples and the hospital has suspended ER testing service resulting in a potential delay in pt diagnosis.

Manufacturer narrative:
Review of the slides from (B)(6) hospital and subsequent assessment at (B)(6) has confirmed that the protocol at (B)(6) hospital, which employed a more aggressive pretreatment, is the most likely cause of staining pattern noted at by the customer. When an appropriate epitope retrieval buffer was employed the staining was not observed. Advised customer to revalidate the antibody using the appropriate epitope retrieval solution. The complaint is still under investigation. A follow-up report will be submitted after we complete our investigations.